Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the insulin pump, causing the cartridge connector to break and the cartridge to become stuck in the pump; the family was initially unable to unscrew the broken connector, then successfully removed it using tools, and the user reverted to backup therapy without device alerts or alarms. Symptoms included no reported adverse clinical effects, and the reported blood glucose was 170 mg/dl. Outcomes included temporary interruption of pump therapy with transition to backup therapy and subsequent plan to resume pump use. Investigation included guided troubleshooting and education to remove the damaged connector. Investigation of this case revealed a mechanical damage event to the cartridge connector consistent with user handling impact, resulting in difficulty removing the cartridge without functional impact to glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage.